Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18350. It was reported the patient lost stimulation. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming was able to provide effective stimulation. Surgical intervention was later undertaken and the physician indicated the anchor caused a lead fracture. The anchor and lead were explanted and the lead was also replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.